Event description:
It was reported that this pacemaker stored a signal artifact monitor (sam) episode. As a result, the minute ventilation (mv) feature was disabled. It was confirmed the patient underwent a surgical procedure on that day, therefore, the event was a false positive due to electromagnetic interference (emi). Boston scientific technical services (ts) discussed reprogramming options. No adverse patient effects were reported. At this time, this device remains in service.